Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst noted that the helix could be extended, and retracted. It came out normally, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix mechanism did not work as expected and jumped out of the lead. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.